Event description:
The customer complained of the insulin pump persistently alarming no delivery. During the phone call, the customer stated that he was arriving at the hospital to receive treatment for a blood glucose reading of 509 mg/dl. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow, once the analysis has been completed.